Manufacturer narrative:
1020379-2019-00015 is associated with argus case (B)(4). Japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 is marketed in the us as polident tablets.

Event description:
Suicide attempt. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of suicide attempt in a (B)(6) year-old female patient who received denture cleanser (japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009) tablet for an unknown indication. On an unknown date, the patient started japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 (oral) 11 dosage form(s) at an unknown frequency. On an unknown date, an unknown time after starting japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009, the patient experienced suicide attempt (serious criteria gsk medically significant) and intentional product misuse. The action taken with japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 was unknown. On an unknown date, the outcome of the suicide attempt and intentional product misuse were unknown. It was unknown if the reporter considered the suicide attempt to be related to japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. Additional details: the patient intentionally ingested 11 tablets of japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 to attempt suicide. As of the report, no symptom was noted. No further information is expected.